Event description:
It was reported that during an implant procedure on (B)(6) 2019, the physician tested the helix actuation outside the patient's body before the insertion. Since the helix was suddenly extended, the physician attempted to test it multiple times, however, the issue was not solved. The lead was not used and was replaced. The procedure was completed without any adverse consequences to the patient.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.